Event description:
Berlin heart gmbh clinical affairs was informed by the clinic that a small crack was detected in the excor driving tube, red; ø6/8 mm l 2m on 2024-06-18. The clinic noticed that occasionally some air escaped through the crack. Therefore berlin heart recommended a preventive exchange of the driving tube. The driving tube was immediately exchanged without any issues. The patient was clinically stable and had no negative effects due to the incident.

Manufacturer narrative:
The excor driving tube, lot 00130679, was in use on the patient from (B)(6) 2023 until the time of the event on (B)(6) 2024 (301 days). We have reviewed the production records of the excor driving tube, lot 00130679. This product was produced according to our specification. A detailed investigation report will be provided as soon as it is available.

Manufacturer narrative:
The excor driving tube, lot no: 00130679, was in use on the patient from on (B)(6) 2023 until it was replaced on (B)(6) 2024 for 301 days. Berlin heart reviewed the production records of the driving tube. The product was manufactured according to our specifications. The driving tube in question was not returned to berlin heart gmbh for investigation. We have not been provided with any video or pictures as requested. Therefore, the exact cause of the reported failure could not be determined. According to the initial complaint report, air leakage was observed through the cracked area of the driving tube. To prevent further risk to the patient, it was recommended that the driving tube be replaced. The driving tube was exchanged immediately without any issues and the patient remained clinically stable with no adverse effects following the incident.